Event description:
A report was received that the patient was experiencing extreme pain, throught the left leg, after the implant procedure and was admitted to the hospital. The physician diagnosed the pain as nerve root irritation. Pain medication was administered to help with the patient with the procedural pain and the symptoms have subsided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50e, serial#: (B)(4), model description: st linear trial lead, 50cm with pre-loaded 0.014 inch stylet (streamlined) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.